Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered serious bodily injuries, including but not limited to extreme pain, recurrent infections, vaginal scarring, and pain with sexual intercourse known as dyspareunia, urinary problems, bowel problems and other injuries.